Event description:
The customer reported after start up the device shuts down by itself and failed the battery test.

Manufacturer narrative:
(B)(4): the customer reported after startup the device shuts down by itself and failed the battery test. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.